Event description:
During an atrial fibrillation (afib) procedure, it was reported that when this catheter was plugged in there was noise on the body surface and intracardial ecgs on both the carto 3 and the ep recording systems. The cables were exchanged but did not resolve the issue. The issue was resolved after the catheter was exchanged. Additional information received stated the physician was not able to interpret any signals due to the presence of noise. The case was completed without any patient¿s consequences.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) during an atrial fibrillation (afib) procedure, it was reported that when this catheter was plugged in there was noise on the body surface and intracardial ecgs on both the carto 3 and the ep recording systems. The cables were exchanged but did not resolve the issue. The issue was resolved after the catheter was exchanged. Additional information received stated the physician was not able to interpret any signals due to the presence of noise. The case was completed without any patient¿s consequences. Upon receipt, the device was visually inspected and it was found in normal conditions. Then per the event, the catheter was electrically tested and it passed specifications. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.